Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605c, serial: n/a, batch: 29783174. Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605c, serial: n/a, batch: 30265866.

Event description:
It was reported that the patient experienced impaired healing and discomfort around the left burr-hole cover of their deep brain stimulation (dbs) system. The patient underwent a procedure where the wound was cleaned out and the left burr-hole cover replaced with a non-boston scientific device. The patient did well postoperatively. Physical analysis of the dbs burr-hole cover was not performed as it was retained by the facility.